Event description:
The administrator called to report that a resident was found with alarm still intact and disk was in contact with magnet. Resident was in a low bed with a mat. Resident was found face down on mat. Coroner stated resident died of natural causes.